Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: anterior cervical discectomy with osteophytectomy c4-5, c5-6 and c6-7, anterior cervical fusion c4-5, c5-6 and c6-7 with bone morphogenic protein, insertion of interbody cage device c4-5, c5-6 and c6-7, anterior cervical plate stabilization c4-7; for pre-op and post-op diagnosis of: cervical spondylosis, c4 through c7. As preop notes: ".. A 10mm cage was selected for c4-5 and 7mm for c5-6 level. These were filled with small sponges of bmp and were tapped into place. Similar technique was used for discectomy and fusion at c6-7 using a 6mm cage.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.